Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the reporter was unable to down the pump after updating new software to computer and getting a new cable. There was no indication that the product caused or contributed to an adverse event. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the alleged issue may impact insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-feb-2019 with the following findings:during investigation, the original complaint was unable to be duplicated or verify the reported difficulty with download. The pump histories were downloaded without issues.